Event description:
A malfunction was reported but no notable events occurred prior. The impact on the customer's blood glucose level was unknown as the customer declined to answer if the level exceeded 500 mg/dl. Customer technical support provided information for resetting the pump and assisted with the process, although the customer did not have a charging cable available, prompting a task to call the customer back later for completion. No additional information was received regarding the outcome of the event.